Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (1200 mcg/ml, 88.7 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the pump was empty and the alarm was occurring. The hcp pulled up the logs but did not see the last refill date or the empty pump alarm. 33.8 ml had been dispensed. The hcp felt uncomfortable filling the pump on the day of this report because of the old drug stability that was in the catheter and inner pump tubing. The hcp usually had the radiologist access the catheter access port to clear the catheter so would not be doing that. She would review information with the patient and hcp to see what they would like to do. There were no reported symptoms. The hcp discussed the considerations with the patient and their family and they wanted to shut the pump off permanently. The pump was shut off with authorization. No further complications were reported.